Event description:
It was reported that a 57-year-old caucasian female patient underwent a breast augmentation revision with a 275cc mentor memorygel breast implant and experienced anisomastia and breast pain on the right side post-operatively. The patient mentioned that the breast was soft but painful and could not sleep on her stomach. It was also reported that the size of the breast has continuously decreased throughout the last year. As a result, the patient underwent explantation on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia and breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 16, 2024, mentor received additional information regarding the patient's event. It was mentioned that the patient's breast implants were "completely encapsulated" and "immobile". The patient was having pain and difficulty raising her arm. Mentor has updated the coding in h6-health effect - clinical code to reflect capsular contracture to accurately capture this additional information. On december 27, 2024, mentor received additional information regarding the capsular contracture's baker grade. The capsular contracture's baker grade was reported to be 3. Manufacturer¿s reference number: (B)(4).